Manufacturer narrative:
Available information was reviewed by a philips product support engineer (pse) and clinical support specialist (css). Screenshots received were from a bedside monitor and audit logs were received from the patient information center ix (pic ix). The css suggested that perhaps the short range radio was being used to connect the mx40 to the bedside. The audit logs show the mx40 at the pic ix. Users were expecting alarms at the pic ix sector for bed h5413-1 which the logs show was assigned an mx40 that had the equipment label 103tele rm. From device status: 103tele rm zsfg, tele us156k4915. Our records show that serial number has the following features: ¿ c01 = 1 [0 - 1] [c01 enhanced arrhythmia]. ¿ j46 = 1 [0 - 1] [j46 short range radio]. ¿ s02 = 1 [0 - 1] [s02 ECG + fast spo2 enabled]. . The audit log was reviewed 12:41 through 12:51 with the following results: the heart rate from the mx40 did reach 164 prior to 1:00pm. This was displayed at the pic ix (pic ix: sfg-5tele-ovr1, pic ix: sfg-cmu2-srv2, and pic ix: sfg-5tele-ovr2). Please note that the audit log does not show specifically what bed a sound is played for, but yellow alarm sounds were played. 12/20/2025 12:41 h5413-1 * hr 146 >145 generated at 12:41:07. 103tele rm. 12/20/2025 12:41 h5413-1 sector: * hr 146 >145 generated at 12:41:07. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:41 h5413-1 sector: * hr 146 >145 generated at 12:41:07. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:41 h5413-1 sector: * hr 146 >145 generated at 12:41:07. Pic ix: sfg-5tele-ovr2. 12/20/2025 12:41 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:41 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:41 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:41 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:43 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:43 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:43 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:43 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:43 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:44 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:44 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:44 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:44 h5413-1 * hr 146 >145 ended. 103tele rm 12/20/2025 12:44 h5413-1 sector: * hr 146 >145 ended. Pic ix: sfg-5tele-ovr1 12/20/2025 12:44 h5413-1 sector: * hr 146 >145 ended. Pic ix: sfg-5tele-ovr2 12/20/2025 12:44 h5413-1 sector: * hr 146 >145 ended. Pic ix: sfg-cmu2-srv2 12/20/2025 12:44 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:44 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:45 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:45 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:46 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:46 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:46 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:46 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:47 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:47 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:47 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:47 red alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:47 red alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:47 red alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-cmu2-srv2 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-5tele-ovr2 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-5tele-ovr1 12/20/2025 12:48 h5413-1 * hr 146 >145 generated at 12:48:09. 103tele rm 12/20/2025 12:48 h5413-1 sector: * hr 146 >145 generated at 12:48:09. Pic ix: sfg-5tele-ovr1 12/20/2025 12:48 h5413-1 sector: * hr 146 >145 generated at 12:48:09. Pic ix: sfg-5tele-ovr2 12/20/2025 12:48 h5413-1 sector: * hr 146 >145 generated at 12:48:09. Pic ix: sfg-cmu2-srv2 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-5tele-ovr2. 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:48 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:49 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:49 yellow alarm sound played. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:49 yellow alarm sound played. Pic ix: sfg-5tele-ovr2. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-5tele-ovr2. 12/20/2025 12:50 red alarm sound played. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:50 red alarm sound played. Pic ix: sfg-5tele-ovr2. 12/20/2025 12:50 red alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:50 yellow alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:50 red alarm sound played. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:51 h5413-1 * hr 164 >145 ended. 103tele rm. 12/20/2025 12:51 h5413-1 sector: * hr 164 >145 ended. Pic ix: sfg-5tele-ovr1. 12/20/2025 12:51 h5413-1 sector: * hr 164 >145 ended. Pic ix: sfg-cmu2-srv2. 12/20/2025 12:51 h5413-1 sector: * hr 164 >145 ended. Pic ix: sfg-5tele-ovr2. The high hr alarm limit was changed from 145 to 130 at pic ix: sfg-cmu2-srv2 at 12:57, and then the high hr alarm limit was changed again from 130 to 120 at pic ix: sfg-cmu2-srv2 at 13:04. 12/20/2025 12:57 h5413-1. User request: pulse - high limit:130 low limit: 50. 12/20/2025 12:57 h5413-1. Pulse - high limit: from 145 to 130 low limit: from 50 to 50. 12/20/2025 13:04 h5413-1. User request: pulse - high limit:120 low limit: 50. 12/20/2025 13:04 h5413-1. Pulse - high limit: from 130 to 120 low limit: from 50 to 50. A review of the bedside monitor alarms also showed alarming: 20dec 12:47:53 **hr 142>140. 20dec 12:49:03 **hr 147>140. 23dec 12:49:07 ***tachy 161>160. 20dec 12:49:35 **hr 151>140. 20dec 12:49:39 **hr 150>140. 20dec 12:49:44 **hr 148>140. 20dec 12:56:14 spo2t no pulse. 20dec 13:29:57 !! ECG leads off. Please note: from the mx40 IFU ¿ pg 139 of pdf c.01 x IFU. Monitoring with non-networked devices to transmit additional measurement data to the information center, such as nbp, pulse from spo2, and predictive temperature, mx40 devices can be assigned to non-networked patient monitors. Provided both are equipped with short-range radio capability. Associated inops and alarms are also generated. Note ¿ when non-networked, only the additional parameters measured at the patient monitor (nbp, spo2, and predictive temperature) are sent to the information center. The own patient overview. Window is not displayed when devices are non-networked. Patient demographics are only displayed at the information center. Note ¿ when spo2 is measured at the patient monitor only, the spo2 numeric is transmitted to the information center, however, the pleth wave is only visible at the patient monitor. Alarm behavior. When the mx40 is assigned to a non-networked monitor, physiological alarms and technical alarms. Are generated independently at both the information center and the patient monitor. Alarm limits are not synchronized. When you adjust alarm settings at the monitor, the changes do not take effect at the information center and vice versa. [Sp1.1] [jb1.2]. Conclusion based on alarms in audit log and the screen shots above: ¿ timeframe of the event seems to be 12:48 until 12:51. ¿ mx40/pic ix: high hr alarm limit at the central station (mx40) is 145, tachycardia alarm limit is the high hr limit + the delta extreme tachy configuration (default = 20 bpm, actual value unknown) = 145 + 20 = 165. Conclusion: a hr of 164 remains under the tachycardia limit of 165 so only a yellow level hr alarm was generated at the pic ix. Yellow alarm sounds were played at (pic ix: sfg-5tele-ovr1, pic ix: sfg-cmu2-srv2, and pic ix: sfg-5tele-ovr2). ¿ bedside: high hr/tachy alarm limits at the bedside are 140/160, tachycardia alarm limit is the high hr limit + the delta extreme tachy configuration (default = 20 bpm, actual value unknown) = 140 + 20 = 160. Conclusion: a hr of 161 exceeds the tachycardia limit of 160 so a tachycardia alarm was generated at the bedside. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the tachycardia alarm limit settings not being met on the pic ix at the time of the event. This information was provided to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not generate an alarm for a high heart rate of 160bpm when the upper limit was set at 120bpm. A rapid response team was initiated and care was escalated. The clinical audit log was reviewed with the customer, revealing numerous yellow alarm events that were generated and ended. In addition, the alerts had not been acknowledged. The customer indicated there were no visual or audible alarms present in the patient sector.